Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. Exemption number e2019001which permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with the patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. Na.

Event description:
It was reported that arteriotomy closure of the left common femoral artery was attempted using two proglide devices via a 6f sheath after a lower extremity interventional procedure. No suture was present when the plunger was removed with both proglide devices. A starclose se device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.